Event description:
Voluntary medwatch received stated that the patient presented with the right ventricular (rv) lead that exhibited elevated pacing impedance which exceeded the upper limit. The lead remained in service. No adverse patient effects were reported. No further information was available.